Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. The customer reported a low blood glucose level (bg) of 35 mg/dl. Emergency medical technicians were called to the scene. Reportedly the customer lost consciousness and does not know how the low bg was treated but customer regained consciousness. No additional patient or event information was available. Transmitter was replaced to resolve the issue.